Event description:
It was reported that the patient experienced extensive pain and was admitted to the intensive care unit. Obsidio was selected to be used as part of planned staged radioembolization for treatment of a very large hepatocellular carcinoma (hcc). The procedure included coil embolization of a shunt, obsidio embolization of a relatively large volume of tumor, particle embolization for hepatopulmonary shunt reduction, and radioembolization of a portion of the very large tumor. Approximately 0.5ml of obsidio was delivered in standard fashion to approximately 300ml volume of the tumor. The patient experienced severe abdominal pain 3 days post procedure, requiring hospital admission with intravenous (IV) pain medication and an approximately two week course of oral 10mg oxycodone q6h. The pain resolved and the patient underwent additional liver directed therapy without issue. A follow up computed tomography (CT) scan identified no abnormalities. The patient was discharged. There were no further complications reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older